Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. However, this is a report of a leak where the home patient did not properly connect the transfer set to the catheter. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿warnings and cautions¿ instructs the user to check all disposable set connections for a secure fit before beginning therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked. The reporter stated that the transfer set had been improperly connected to the catheter. The transfer set was connected at an angle to the catheter. The reporter stated that the leak occurred after the homechoice began the filling process. There was no patient injury or medical intervention reported. No additional information is available.